Manufacturer narrative:
(B)(4). Additional information was received from the hospital where the patient was treated: the emergency report indicates the patient was received in the emergency department assisted with respirations with an ambu bag, was listless and non-responsive, bradycardic with no cardiac activity or pulses evident. Cardiopulmonary (CPR) was instituted. The patient was pronounced dead at 2130 on (B)(6) 2011. The autopsy final comment indicated: significant autopsy findings include ascites, pleural effusion, pericardial effusion, acute vascular congestion and interlobular edema of the lungs, and cardiomegaly and biventricular hypertrophy. Postmortem blood cultures grew streptococcus agalactiae, escherichia coli, and enterobacter cloacae. The organisms are most likely secondary to contaminants. Gram stain of the ascites fluid showed gram negative rods that were non viable for culture and sensitivity. Post mortem cultures of the ascitic fluid did grow coagulase negative (B)(6) that most likely represents a contaminant. There is no evidence of sepsis, thrombosis or aspiration. In summary, post mortem examination did not reveal any anatomic or structural causes of death. The speculated cause of death could be related to electrolyte imbalance.

Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab (pal) for evaluation. The evaluation results indicate no failure, malfunction or increased intra-peritoneal volume (iipv) events were identified that could have caused or contributed to the reported difficulty. Internal and external visual inspections performed revealed no problems. All connections appeared correct and secure. A review of the previous service record, (B)(4) 2010, shows the device passed all required tests and calibrations prior to its release. The assignable cause for the reported issue was undetermined.

Event description:
An initial call was received from a facility health care professional regarding an unknown issue with a baby during use of a homechoice device being used for peritoneal dialysis (pd). Reportedly the facility nurse indicated the mother of a (B)(6) year-old home patient (hp) reported the baby had been "screaming in pain" during peritoneal dialysis on (B)(6) 2011. Reportedly, the baby was in the third dwell cycle when the child began to scream. The mother disconnected the device and took child to the hospital. Reportedly, during the drive to the hospital the baby began to experience respiratory issues. The paramedics were contacted for assistance. The baby was reportedly, blue and flaccid when the ambulance arrived. The baby was taken to the emergency department (hospital unknown). Cardiopulmonary resuscitation was initiated. The baby was pronounced dead after one hour of resuscitation efforts. Reportedly an autopsy has been completed, however, results are not currently available. An on site visit has been offered to (B)(6) hospital. Additional information received from the dialysis facility director on (B)(6) 2011 indicates: the family has been with the dialysis facility since the child was 2 months old. The parent and sister spoke excellent english and language was not an issue with training. The family reportedly was well trained. The child had been seen at the dialysis facility the day prior to the event an appeared to be doing well. The dialysis facility director indicates she had received a call from the (B)(6) hospital pathologist and was verbally advised the autopsy results showed no ascites, the lungs were clear of fluid, there was no evidence of an increased intraperitoneal volume (iipv), no signs of aspiration, and cultures taken post mortem showed no growth.

Manufacturer narrative:
(B)(4). The device is currently at the family residence. The device is being requested to be returned from the family to the baxter product analysis lab (pal) for evaluation. Should an evaluation be performed or additional information received, a follow up report will be submitted.